Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ml7038, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of episiotomy was the vicryl plus suture removed in the physician¿s office? Or did the patient undergo another surgical procedure to remove the vicryl plus suture? Was the patient¿s wound re-sutured following removal of the vicryl plus suture? Other relevant patient history/concomitant medications if applicable, will product be returned for evaluation? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that the patient underwent an episiotomy procedure on (B)(6) 2019 and suture was used. The patient experienced pain 3 days post procedure. The suture was not absorbed. An additional procedure was performed to remove the suture on unknown date. The patient condition is reported as changed for the better.